Event description:
The lay user/pt contacted lifescan alleging that the product was reading the following message: inaccurate high blood glucose results. The customer had run a control solution test before calling that fell outside the specified control solution range. The pt did not have control solution at time of call to troubleshoot with customer service to determine if it was a system or strip issue. There were no allegations of harm or injury. Products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.